Manufacturer narrative:
Investigation results: the complaint of a damaged IV catheter was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. One photo showed a breach in a 20g nexiva catheter tubing. The needle had been partially withdrawn. As the available data supports the complainant¿s description of the reported event, the complaint was confirmed. As the devices had been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lots indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
Material # 383556 batch # 4178018 it was reported by customer that the nexiva catheter is shearing during advancement. The nurse stated they did not re-cannulate the IV. They feel resistance when threading and when they pull the IV out they notice the catheter is sheared.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.